Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (2g, route, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.